Event description:
It was reported that the system locked up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltage on ps1 was evaluated and readjusted. The transformer was restrapped. The hv cable was reseated. The system was tested and found to be working as intended and returned to service.